Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed without using flex vision monitor. A philips field service engineer (fse) went onsite and found that no video output was present from the displayport to the dual-link dvi converter. Although, power-cycling of the converter has restored is video out temporarily, the fse replaced the converter. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system without using flexvision monitor, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.